Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the screen going black was the charge-coupled device-unit was damaged by physical stress applied to the insertion section while the user was handling the device. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the screen was black on the evis lucera elite bronchovideoscope and was found during re-processing. The intended procedure was diagnostic (bronchoscopy). There was no procedural delay and the patient was not under sedation at the time of the failure. The procedure was finished with another similar device and no patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. There was no image during angulation due to a defective charged coupled device (ccd) unit. Additional findings include an indentation on the insertion tube, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.